Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing had a cracked collar. The following information was provided by the initial reporter: "customer reported, I have another tubing with a cracked collar!"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-may-2023. D4: medical device lot #: 23015288. D4: medical device expiration date: 11jan2026. H4: device manufacture date: 11jan2023. D4: medical device lot #: 23015317. D4: medical device expiration date: 13jan2026. H4: device manufacture date: 13jan2023. Investigation summary: a sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer was cracked. Potential lots were determined for this complaint using the smartsite ids on the returned sample. The device history review was completed for these lots. A device history record review for model 2426-0007 lot number 23015288 was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 23015317 was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and the complaint was reviewed. The probable root cause for this defect is use of alcohol on luer prior to use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing had a cracked collar. The following information was provided by the initial reporter: "customer reported, I have another tubing with a cracked collar!"